Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility charge nurse (cn) reported a dialyzer blood leak was discovered three hours into a patient's four hour hemodialysis (hd) treatment. The machine had alarmed with a transmembrane pressure (tmp) alarm and then alarmed with a blood leak alarm. The blood was visible in the dialyzer and a blood test strip tested positive for the presence of blood. Upon follow-up, the cn confirmed the blood leak was internal and occurred three hours after initiation of treatment. The machine, a 2008t, alarmed appropriately with a blood leak alert. The cn stated the filter had started clotting with blood which had likely triggered the tmp alarm. Blood was visually observed in the dialyzer housing. Blood test strips were used and tested positive for the presence of blood. The patient was utilizing fresenius bloodlines. No damage was noted on the dialyzer prior to treatment. The estimated blood loss was 300 ml. Immediately following the event, the patient did not complete the remaining hour of treatment. The machine has remained in service. There was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The dialyzer was available to be returned for manufacturer evaluation.

Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. A lot history review was performed. There was one other complaint reported against the lot. The complaint addresses an internal blood leak. The number of complaints for the assigned symptom code on the lot number was reviewed and it was determined that no lot complaint excursion occurred. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There were multiple approved temporary deviation notices (dn) and one non-conformance (nc) reported on the lot which were unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed.

Event description:
A user facility charge nurse (cn) reported a dialyzer blood leak was discovered three hours into a patient's four hour hemodialysis (hd) treatment. The machine had alarmed with a transmembrane pressure (tmp) alarm and then alarmed with a blood leak alarm. The blood was visible in the dialyzer and a blood test strip tested positive for the presence of blood. Upon follow-up, the cn confirmed the blood leak was internal and occurred three hours after initiation of treatment. The machine, a 2008t, alarmed appropriately with a blood leak alert. The cn stated the filter had started clotting with blood which had likely triggered the tmp alarm. Blood was visually observed in the dialyzer housing. Blood test strips were used and tested positive for the presence of blood. The patient was utilizing fresenius bloodlines. No damage was noted on the dialyzer prior to treatment. The estimated blood loss was 300 ml. Immediately following the event, the patient did not complete the remaining hour of treatment. The machine has remained in service. There was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The dialyzer was available to be returned for manufacturer evaluation.